Manufacturer narrative:
A return material authorization (RMA) has been issued and intuitive surgical, inc. (Isi) has requested to have the wristed needle driver instrument be returned for evaluation; however, the instrument has not yet been received as of the date of this report. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received. A review of the instrument log for the wristed needle driver instrument (part #478115-13 / lot/serial #t10220923 0001) associated with this event has been performed. Per this review of the logs, the wristed needle driver instrument was used on (B)(6)2023 via system serial (B)(4). There were 9 uses remaining. The instrument was last used on (B)(6)2023 and had 8 uses remaining after this last usage. This complaint is considered a reportable event due to the following conclusion: it was alleged that the wristed needle driver instrument was unresponsive to the surgeon's commands. Unintuitive motion during a surgical procedure could lead to poor instrument control and subsequent tissue damage. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. If additional information becomes available a supplemental MDR will be submitted.

Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, the wristed needle driver instrument was unresponsive to the surgeon's commands. The instrument moved in the other direction than intended. A backup instrument of same kind was used to continue the procedure and the issue did not reoccur. There was no report of fragment(s) falling inside the patient. The procedure was completed with no report of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use with no abnormality. The customer used the instrument in both procedures on 4th and 5th of january. The site attempted to use the instrument one more time as they were not sure if the instrument was failing or not. The instrument persistently moved in unintended direction with no external collisions. The intended direction/movement was right, but the instrument moved to the left. The issue occurred while the surgeon¿s head was inside the surgeon side console¿s (ssc) high resolution stereo viewer (hrsv) and the surgeon was attempting to manipulate instruments from the surgeon console. There was no instrument-to-instrument or system arm-to-arm interference. The timing of instrument movement was appropriate, and the movements of the surgeon scaled appropriately to the instrument. No shakiness/ friction was observed. There was no injury to the patient as result of the event.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on the claim against the product by the customer noting the instrument moved with unintuitive motion, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The wristed needle driver instrument was analyzed. Failure analysis investigations replicated and confirmed the customer reported complaint "moves in other direction than expected.¿ failure analysis found the primary failure of failed intuitive motion be related to the customer reported complaint. The instrument exhibited imprecise motion when the master tool manipulator (mtm)s were manipulated. The instrument would move partially in the intended direction, but not complete movement fully. A lag was observed, or the instrument would just stop moving. The instrument's grip tips were not moving intuitively, i.e. They were not following the mtm input commands smoothly. The root cause could not be determined. The complaint regarding nonintuitive motion was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. The probable root cause of the nonintuitive motion could not be determined based on the failure analysis results.